Event description:
Info received indicates while performing a bed inspection, the technician found the head hi/low function was drafting down.

Manufacturer narrative:
The technician replaced the CPR/trend valve to repair the bed.